Event description:
It was reported that this right ventricular (rv) lead exhibited noise. Boston scientific technical services (ts) reviewed and it looks like classic lead noise and lead issue. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise. Boston scientific technical services (ts) reviewed and it looks like classic lead noise and lead issue. This lead remains in service. No adverse patient effects were reported. Additional information received indicates that the lead was surgically abandoned. No additional adverse patient effects were reported.